Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap secured to the pump and maintained electrical connection. Moisture corrosion was observed in the battery compartment and on the battery cap. A leak test failed due a battery compartment leak. The pump was unable to power on and was completely unresponsive. The reported ¿no power¿ complaint was duplicated; the remaining power steps were unable to be completed. The pump¿s cover was removed; moisture corrosion was found inside of the display screen and to the power circuit.